Event description:
On (B) (6) 2009, an acumed 8 mm olecranon compression nut and 4.5 olecranon threaded compression rod were implanted. Approximately one month after the product was implanted, the rod broke just proximal to the distal nut in the lateral ulna shaft. The physician reported the wound pussed out severely and had to wash out the wound. The broken rod was removed and an olecranon plate was implanted. There is still the nut and a remnant of the rod in the ulna shaft. This hardware may also need to be removed.